Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high thresholds and low amplitude. This lead was found to be dislocated. The lead remains in service. No additional adverse patient effects.